Event description:
Healthcare professional reported left side rupture. Additionally reported was capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, missing and broken. A microscopic analysis was performed which identify sharp broken in the posterior edge and with a non-penetrating nick assessed as surgical impact . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the posterior with no penetrating nick due to surgical impact broken. Missing piece of the shell assessed inconclusive.